Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was admitted to the hospital due to low blood glucose of 13 mg/dl on (B)(6) 2020. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report customer did not allege insulin pump for over delivery. Customer was unsure if the auto mode was active at the time of reported hypoglycemic event or not. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with pillowing keypad overlay. (B)(4).